Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device did not fire the staple line correctly. The procedure was completed with another device. There was no patient consequence.

Manufacturer narrative:
H6: damaged firing mechanism. Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the left shroud pinion axle support were found damaged, no functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis.